Manufacturer narrative:
The consumer did not provide the lot number nor did she return the product for evaluation. No information was provided to determine manufacture date. The root cause of the alleged injury is unknown. The consumer did not return the product for evaluation and did not reply to repeated follow-up attempts. Nexcare waterproof bandages (model 588-20pb) do not contain latex or natural rubber. Starting in 2014 the product packaging contains no latex or natural rubber.

Event description:
A (B)(6) female applied a 3m¿ nexcare¿ waterproof bandage to cover a blood blister on her right thumb starting on approximately (B)(6) 2017. Duration of wear was not specified. On (B)(6) the woman alleged blisters and hives on her thumb. She alleged she was losing feeling in the thumb. She stopped using the bandages and applied over-the-counter topical neosporin¿ (bacitracin, neomycin, polymyxin). She alleged that the events worsened.